Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with stent, a non-bsc 6f guide catheter, non-bsc sheath, an unidentified guidewire, and snare device. The stent was attached to the snare device. The shaft, balloon, and stent were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood between the balloon folds. The balloon was tightly folded with stent impressions between the markerbands. The tip was kinked. The stent was damaged where the snare was attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgment occurred. Vascular access was obtained from the inguinal part. The target lesions were located in the moderately tortuous aorta and renal artery. The target lesion in the aorta was treated with dilatation and implantation of a 12mm epic stent. Subsequently, a non-bsc guide wire was advanced through the stent struts of the previously implanted stent and a 6f guide catheter was advanced to the proximal part of the renal artery. A 6.0mmx14mmx150cm express¿ vascular sd stent was then advanced to treat the lesion. However, the device was caught by the previously implanted stent and could not be pushed nor pulled. When the physician attempted to remove the device, the stent dislodged in the renal artery and a snare was then used to retrieve the dislodged stent. Subsequently, the stent strut of the previously implanted stent was dilated with a balloon catheter and the procedure was completed with a 5.0mmx14mmx150cm express¿ vascular sd stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgment occurred. Vascular access was obtained from the inguinal part. The target lesions were located in the moderately tortuous aorta and renal artery. The target lesion in the aorta was treated with dilatation and implantation of a 12mm epic stent. Subsequently, a non-bsc guide wire was advanced through the stent struts of the previously implanted stent and a 6f guide catheter was advanced to the proximal part of the renal artery. A 6.0mmx14mmx150cm express¿ vascular sd stent was then advanced to treat the lesion. However, the device was caught by the previously implanted stent and could not be pushed nor pulled. When the physician attempted to remove the device, the stent dislodged in the renal artery and a snare was then used to retrieve the dislodged stent. Subsequently, the stent strut of the previously implanted stent was dilated with a balloon catheter and the procedure was completed with a 5.0mmx14mmx150cm express¿ vascular sd stent. No patient complications were reported and the patient's status was stable.